Event description:
Terumo medical corporation received the following information: a patient underwent revision of an infected left total knee replacement on (B)(6) 2025. On (B)(6) 2025, a 20-gauge peripheral intravenous (IV) catheter was placed anteriorly in the left forearm by an anesthesiologist. Placement was routine via the first insertion attempt. Daily assessments were performed 3 - 4 times per day, with twice-daily flushing and capping. Fluids were delivered successfully from the time of placement with no issues noted until (B)(6) 2025 at 14:51, when the IV was found to be leaking during a dressing change performed by a registered nurse (rn). The rn observed that the catheter tip was missing from the main catheter tubing, with approximately 1 mm remaining. No blood loss was reported. Medwatch received by customer care on (B)(6) 2025. Medwatch number (B)(4). "Required intervention to prevent permanent impairment/damage. Portable left forearm x-ray on (B)(6) 2025 impression was, 4.7 cm piece of tubing in the subcutaneous tissue of the volar aspect of the proximal forearm, the most proximal portion of which is at the level of the radial tuberosity. Ultrasound impression on (B)(6) 2025 was ultrasound of the left forearm demonstrates a foreign body consistent with an intravenous catheter fragment within the basilic vein at the proximal forearm. There is associated acute venous thrombosis, which is nearly occlusive. On (B)(6) 2025 vascular surgery service consulted; the entire length of the catheter and thrombus were visualized on bedside ultrasound, and the foreign body was removed successfully via bedside I & d. The foreign body (5 cm catheter) was sent to pathology. Pathology report of (B)(6) 2025 noted that the specimen consists of a creamy white plastic tubing that is approximately 5cm in length and 0.1 cm in diameter. The specimen is crimped focally vascular surgery follow-up on (B)(6) 2025 noted, wound exam without concern for hematoma, bleeding, or infection. This is the latest patient status information as of the time of preparation of this report.